Event description:
It was reported that the patient¿s implantable neurostimulator (ins) needed to be charged but that they had problems charging and could not get any coupling (no coupling bars) to the device when using the recharger unit. On follow up, the ins was confirmed to be flipped with the cause was noted to be a loose rt axial pocket site. There were no reported falls or trauma in the event. The patient was to be referred to a surgeon for replacement of the ins (it was older than 8 years) pending insurance outcome. It was noted that the patient experienced cervical pain during the event due to their inability to recharger and use the stimulation therapy (lack of stimulation). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-28, lot# n23426, implanted: (B)(6) 1998, product type: lead. Product ID: 3887-28, lot# n23426, implanted: (B)(6) 1998, product type: lead. (B)(4).